Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. It was suggested to check the pipeline/patient circuits. After further evalutation it was detected that the air and co2 flows is inaccurate, it was confirmed it was air oxygen module problem. Per gfe response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the device is turned on, it prompts that the device is leaking. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It was suggested to check the pipeline/patient circuits. Investigation ongoing.